Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported could not be identified. Also, no manufacturing/labeling defect was identified, and no problems were found related to user technique/human factors or related to device labeling/design. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a ureteroscopic laser lithotripsy procedure the fiber broke when the doctor was lasering a stone on pulling the fragment out with a basket. When he fired a laser, the thumb was injured. The procedure was delayed by 15 minutes. No medical intervention was required. The procedure was completed with a similar device with the different lot number. There was no report of any treatment given to the physician to preclude permanent injury/harm, or any life-threatening event/injury reported. No reports of any extended hospital stay. There was no serious deterioration in the state of health of the user. Though the procedure was prolonged by 15 minutes, the delay is unlikely to cause any adverse impact to the patient and no indication of any patient harm reported and that the procedure was completed.